Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This was described as ¿during a consultation¿ the reporter ¿observed peritoneal fluid leaked when the minicap was removed without opening the transfer line valve¿. The patient was taken to the procedure room for inspection of the transfer line which revealed damage to the valve. The transfer set was replaced. This occurred during the use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a broken occluder leg beneath the twist clamp causing a leak through the set. The reported condition was verified. The cause of the broken occlude legs could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.